Manufacturer narrative:
A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing abnormal penetration during use of the knife in a procedure. The surgeon examined the knife under the microscope and noted the tip was bent. There was no patient harm reported. Additional information has been requested.